Event description:
It was reported that during preparation for use the tip of the device was broken. There were no adverse consequences, no medical intervention required and no delay.

Manufacturer narrative:
The device will not be returned to the MFR for eval.